Event description:
Severe pelvic pain, severe boating (50 month pregnancy belly), heavier periods than ever (same implanting doctor performed the novasure ablation the following year), ringing in ears, weight gain (over 40 pounds!), food allergies that never existed before, allergy to white gold, gastrointestinal issues, fatigue, adrenal issues, brain fog, painful ovulation, spotting between periods and after intercourse, nausea, vertigo, severe headaches, acne, insomnia, flushing in chest and ears, and rashes.